Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced repeated line block alarms while using the cadd cleo infusion set. The patient repositioned the tubing, checked for issues, and replaced the infusion set. There were patient involvement and no patient harm.